Event description:
It was reported that the customer's insulin pump sounds like something is loose on the inside. Customer's blood glucose level at the time 186mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump was received with strange noise during vibrating due to adhesive not adhering. Unit had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).